Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in atrial paced ventricular paced (ap-vp) rhythm at 60ppm. During a sensing test, the patient had an underlying rate around 50 ppm, with the as and vs markers 20-30 ms apart. No deflection could be seen on surface ECG after an atrial pace, even at high outputs, during a threshold test. Atrial capture was questioned. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.